Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis h4: the device manufacture date is currently unavailable. Investigation summary ==> the device was received and evaluated upon visual inspection revealed that vapr clplse90 electrode w hand cntrls was in normal used condition. The cable is in good condition as well as the connector and pins. The suction tube does show saline residues. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation function were activated using the hand controls and footpedal, the electrode did only work when using the footpedal for both functions. The electrode was sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received on its original package, the tip had no clear signs of activation. The device shaft was slightly bent, saline residue was visible in suction tube. The device passed electrical testing but failed the functional test for the handswitching activation. The device handle was taken apart to allow inspection of the button assembly and wiring. It was noted that the coag and mode buttons were covered by an unknown residue. The residue was also visible on the underside of the rubber buttons. Pressing the switches directly without the rubber cover did not make a difference to the device function, continuity checks found no issues between the plug pins and the solder connections on the pcb. The complaint device was manufactured in nov 2023. A DHR review has been performed for lot u2310087. As detailed in product control plan, cp90 hand switching (228147) are 100% inspected for functionality as part of their product test regime at (process ID 190) therefore all reasonable containment is still in place. The customer stated that the device 'does not function at all, device error shows error code 400 ref 12'. The code refers to 'mode activation signal stuck'. Investigation found the handswitching would not activate the device, the device would however function via the footswitch. The device handle was taken apart to allow inspection of the button assembly and wiring. It was noted that the coag and mode buttons were covered by an unknown residue. The residue was also visible on the underside of the rubber buttons. Pressing the switches directly without the rubber cover did not make a difference to the device function. Continuity checks found no issues between the plug pins and the solder connections on the pcb. Further investigation will be required to try ascertain the root cause. From investigation were able to confirm a fault with the complaint device substantiating the customer reported issue that the device would not function. The device passed electrical but failed functional testing due to the device hand switching controls not activating the device. Further investigation was conducted by the atl UK senior process engineer which confirmed a small void in a glue pocket resulting in saline leaking into the handle which has affected the switch contacts. A review of the complaint device manufacturing records, components and processes shows this device was manufactured to specification and it is not possible to determine exactly how the void in the glue pocket originated. No further investigation is possible with the complaint device. Based on a review of the investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. Atl UK will continue to monitor this failure mode through the standard complaint channels which will identify any possible adverse trend which would trigger further actions. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue.¿ based on the investigation findings, the potential cause for the device observed condition could be traced to component failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during an unspecified arthroscopic procedure, it was observed that the vapr clplse90 electrode w hand cntrls device did not function at all after connected with a generator; and the device showed error code 400 ref 12. During in-house engineering evaluation, it was determined that the device failed the functional test for the handswitching activation on ablation and coagulation. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.